Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and major damage due to receiver usb connector was damaged/ defective, see pictures. Receiver charge and boot tests were performed and failed due receiver usb connector was damaged/ defective, see pictures. Functional tests were not performed due to receiver usb connector was damaged/ defective, see pictures. An internal visual inspection was not performed due to receiver usb connector was damaged/ defective, see pictures. The receiver log was not downloaded due to receiver usb connector was damaged/ defective, see pictures. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg ¿ additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information. H7: type of remedial action - additional information. H9: section 21 usc 360 report no - additional information.